Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative reported the energy shield was not working. All leds on the energy shield monitor (esm) was blinking amber. The erbe generator showed error c-34 indicating that energy shield monitor not detected. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended a power cycle and toggle the breaker on the esm. The customer stated that they would do so when they got to a stopping point. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the monopolar receptacle on the generator was not working. The generator was showing blue lights the entire time. Procedure was completed only using bipolar energy. To resolve the reported issue, the customer replaced instrument, instrument sheath, green monopolar cord, restarted system and performed a power cycle. The procedure was completed using only bipolar energy. There was no injury to the patient during case. System functionality was checked upon powering on the system. The monopolar receptable was working at beginning of case. The system initially powered on without errors.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the energy shield monitor (esm) to resolve the reported issue. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.